Event description:
It was reported that force sensor bridge test failed. There was no patient involvement and no patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top case cracked by the rear left bottom of the corner to all the way to the handle. No visible contamination. Force sensor bridge test found in error history log (ehl). Power up process and performed infusion/occlusion test. Unable to duplicate reported issue. Force sensor bridge test error found in ehl. The cause of the reported issue is unknown. Steady state reading of the force sensor (with no pressure on it) count=35 and -0.08 lbs. At 5 lbs. Force readings= 4.65 and at 15 lbs force reading =13.95. Readings are all normal and within specification. No damage or contamination found in plunger head. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor and plunger cable as preventive measure. Performed infusion and occlusion test.